Event description:
A healthcare professional called for help with her facility's contour ts meter. The caller stated, a pt received a blood glucose reading of 105 mg/dl from a contour ts meter and a reading of 65 mg/dl from a lab test. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The caller was advised to return the test strips for eval. Replacement strips and a new meter were sent to the caller.